Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: three product complaints were opened to address 3 different patients: (B)(4) case 1, (B)(4) case 2, (B)(4) case 3. Please provide the following information for each case: it was reported that "...the string of suture came out with no needle attached. Surgeon first tried to find it and failed. Patient had to undergo additional x-ray exposure, and after an hour, they were able to retrieve it." - was the needle piece retrieved during the same procedure? Or was a modified procedure (laparoscopic to open) or 2nd procedure required. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Additional information was requested; the following was obtained: (B)(4) case 1, (B)(4) case 2, (B)(4) case 3. Please provide the following information for each case: ¿ did this issue contribute to any patient adverse event? ¿ can you identify the lot number of the product involved? ¿ when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). ¿ the string of suture came out with no needle attached. Surgeon first tried to find it and failed. Patient had to undergo additional x-ray exposure, and after an hour, they were able to retrieve it. ¿ aw5317. ¿ during use on the patient. ¿ (B)(6) - trainee clinical scientist- on behalf of (B)(6) hospital. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. We have had 3 incidents where the thread slipped out the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6, h4, d4.